Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into arm. On (B)(6) 2021, the patient was driving home on the highway and felt well. He observed the cgm value was 90 mg/dl and had no symptoms of hypoglycemia. He fainted and the car was damaged when he hit the guardrail. He regained consciousness in the ambulance in route to the hospital. He did not remember any blood glucose values around the time of the event or the name of the medication the healthcare personnel (hcp) used to raise his blood glucose level. His condition stabilized and he was discharged later the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.